Event description:
Ous MDR - on (B)(6) 2014 the biotronik representative was called to check a device for a patient who was hospitalized two days earlier. The patient presented to the hospital claiming to have been shocked 7 times and then, once there, he was one external shock. Until this event, the patient had not received any shocked in the three years of this device being implanted. The device could no longer be interrogated after the external shock and no magnet effect was seen on the ECG when the magnet was placed over his device. This device was explanted that day and replaced.

Event description:
Ous MDR - on (B)(4) 2014 the biotronik representative was called to check a device for a patient who was hospitalized two days earlier. The patient presented to the hospital claiming to have been shocked 7 times and then, once there, he had one external shock. Until this event, the patient had not received any shocked in the three years of this device being implanted. The device could no longer be interrogated after the external shock and no magnet effect was seen on the ECG when the magnet was placed over his device. This device was explanted that day and replaced.

Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the device could not be interrogated properly. Also the memory content of the device was not restorable as a result of the battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. Based on the damage symptoms of the electronic module the short circuit occurred clearly in the shockpath outside the ICD. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.